Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by technical support engineer (tse) advising to reinstall the sterile adapter (sa) and instrument. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the surgeon was unable to apply the clip using the medium-large clip applier instrument. The surgeon did not implement the reattachment of the instrument and the sterile adapter (sa). Intuitive surgical, inc. (Isi) technical support engineer (tse) advised that if same issue occurred, reinstall the sa and the instrument first. The procedure was completed with no reported injury.